Event description:
On (B)(6) 2013, the distributer contacted animas, alleging a power (moisture ingress) issue. The pump reportedly was "dead" due to moisture in the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1 date of submission 10/08/2013 device evaluation:the pump has been returned and evaluated by product analysis on 09/16/2013with the following findings:investigation revealed moisture behind the display lens. The pump was unable power on due moisture damage pump. The battery compartment was also found to be cracked, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The battery compartment was also found to be leaking during a leak test. The pump case was removed and internal moisture contamination was found inside the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/10/2013 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. A normal bolus and an audio bolus were performed successfully and were recorded in the pump history. No delivery related defects were found during testing.